Event description:
It was reported that pt presented to the ER after receiving atp and hv therapy. The vt episode had an initial diagnosis of svt. Eventually the av interval delta pre-discriminator indicated vt and we applied therapy. Adjust svt detect criteria was recommended.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.